Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the patient had to turn their stimulation down about two years ago because if they moved in a certain way or laid on it, they would get sharp, shooting pains. It was noted there was uncomfortable stimulation. The patient slipped on a step and landed on their butt, right side where the ins was implanted, and developed a pretty good bruise at the time (couple of years ago). If the patient shifted their weight to the left buttock area, the intensity increased so the pain was on the other side from where the ins was implanted.